Event description:
Icumedical 360 plum IV pumps. We purchase 863 IV pumps two months ago and since the go live date we have had 165 have come to biomed with a replaced battery alarm, ICU fse. Error code "n56 replace battery" icumedical has replaced 167 batteries but two of the pumps came back with the same problem. A little over 20% of our pumps failed since first purchase. Icumedical assured us before our go live date that battery issue was fixed. The first notification of pump batteries being dead while plugged in was on (B)(6) 2024 and was immediately escalated to icumedical. The batteries in the pumps are the csb batteries. One pumps has failed while being used on patient with the battery issue. The pump has been sequestered.reference report: mw5163647.